Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was suspected that the leadless pacemaker could not be securely screwed into the patient's heart tissue. As a result, low pacing impedance was observed while attempting fixation. The device was not used, and the procedure was aborted. There were no patient consequences.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was suspected that the leadless pacemaker could not be securely screwed into the patient's heart tissue. As a result, low pacing impedance was observed while attempting fixation. There was no device malfunction allegation; the inability to fixate the device and low pacing impedance exhibited may have been patient anatomy related. The device was not used, and the procedure was aborted. There were no patient consequences.

Manufacturer narrative:
Correction - field b5 was updated.